Event description:
It was reported a spectrum pump had system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. Further eval found loose upper and lower latch switch bracket screws, causing the alarms. The upper and lower auxiliary assemblies (including the latch switch bracket screws) were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.